Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, chest pain and myocardial infarction (mi)occurred. In (B)(6) 2011, the patient presented due to unstable angina and was referred for cardiac catheterization. The 95% stenosed, 12 x 2.75mm, target lesion was a de-novo lesion located in the proximal left circumflex artery (lcx). The first target lesion was treated with pre-dilatation and placement of a 2.75 mm x 16 mm taxus element stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with recurrent chest pain lasting greater than 20 minutes and was hospitalized. An electrocardiogram (ECG) was performed which was suggestive of a non q-wave mi. The troponin value appeared to be normal (peak troponin I= 50ng/ml, uln= 50ng/ml). Angiography without revascularization was performed and medication was given in treatment. A week later the event was considered resolved with residual effects and the patient was discharged. Eleven days later, the patient presented with recurrent chest pain at rest (unstable angina) associated with shortness of breath and was hospitalized. Eight days later 80% focal restenosis of the study stent located in the proximal lcx was treated with balloon angioplasty and placement of a 3.5 mm x 16 mm drug eluting stent with 0% residual stenosis. Additionally 70% stenosis in first obtuse marginal branch was treated with balloon angioplasty and placement of a 2.25 mm x 28 mm promus element stent, with 0% residual stenosis(per source. Medication was also given to treat this event. The next day, the event was considered resolved without residual effects and the patient was discharged. In (B)(6) 2012, the patient experienced angina and was subsequently hospitalized. Medication was given to treat this event. Two days later, the event was considered resolved without residual effects and patient was discharged.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).